Event description:
It was reported that patient with this right ventricular (rv) lead was informed that there is a lead issue. Boston scientific technical services (ts) discussed that there are no calls about the device or leads. This lead remains in service. No adverse patient effects were reported.